Manufacturer narrative:
The reported complaint of "the thermogard xp ivtm system (sn (B)(4)) displayed tcmid:02 (ce danfoss error) error message two times" was confirmed during the event log review but not confirmed during the functional testing. The root cause for the reported complaint was due to the damaged wire harness cooling engine and wire harness pic 16 caused by corrosion. Upon visual inspection, no physical damage was observed. The thermogard xp ivtm system passed the initial functional test without any error or fault. The event log review showed occurrence of tcmid:02 (ce danfoss error) error message on the reported complaint date. The wire harness cooling engine and wire harness pic 16 were replaced to remedy the problem. Following service, the thermogard xp ivtm system passed all the testing without any issue or fault. Historical complaints were reviewed and there was no previous history of complaint reported for the thermogard xp ivtm console with serial number (B)(4).

Event description:
During patient treatment, the thermogard xp ivtm system (sn (B)(4)) displayed tcmid:02 (ce danfoss error) error message two times. No additional information was provided. No patient consequences.